Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
Consultant reports: during a l4-l5 procedure, the threads on the distal end of the holding sleeve broke off. Nothing broke into the wound, no fragments to retrieve. This is 1 report of 1 for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier's certifications indicate the correct hardness values were obtained. The manufacturing evaluation visual inspection revealed the device was returned with the thread broken at the minor diameter on half of the first thread. There were axial scratches on the shaft, and the green anodize was missing from most of the knob edges. The product evaluation determined the technique guide explains how to load and tighten the sleeve into the recess of the bone screw. It appears that the sleeve came loose during screw insertion which contributed to the breakage. The complaint is therefore indeterminate.